Event description:
It was reported that the ambicor penile prosthesis cylinders did not fill up with liquid. The patient was scheduled to have the device replaced in the first week of (B)(6) 2019.

Manufacturer narrative:
H3 device evaluation the ambicor cylinders, pump and tubing were visually inspected. A leak was identified near the junction of the kink resistant tubing and cylinder body of cylinder 1. This leak was concluded to be attributed to fatigue and would directly affect the functionality of the device. Cylinder 2 had broken fabric threads. The kink resistant tubing (krt) was worn to the filament. No damage was identified in relation to the pump. Product analysis confirmed the inflation issue based on the identification of the fluid leak in cylinder 1.

Event description:
It was reported that the ambicor penile prosthesis cylinders did not fill up with liquid. The patient was scheduled to have the device replaced in the first week of (B)(6) 2019. Additional information received indicated the ambicor was replaced with a new ambicor.